Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric vessel. During preparation for the procedure, a lantern delivery microcatheter (lantern) was fractured when it was removed from the packaging hoop. A new lantern was used and while advancing the lantern through a sheath, it became kinked. Therefore, the lantern was removed and not used in the procedure. The procedure was completed using a third lantern as well as a ruby coil and a pod packing coil (podj). There was no report of an adverse effect to the patient.